Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that for quite some time since (B)(6) 2015 it was uncomfortable at the implantable neurostimulator (ins) site. It was crumpled up in a knot or bump at the ins site. The patient never used to feel this knot. On (B)(6) 2015, the patient sat down and felt a charge of electricity in the buttock and the other one and it started down their leg. The patient jumped up and it went away. No falls or trauma were related to the issue. The patient's symptoms had returned. The patient was not able to see their health care provider (hcp) until (B)(6) 2015. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.